Manufacturer narrative:
E1 additional information) initial reporter last name provided. D10/h3 additional information) the uninterruptible power supply (ups) and battery were returned to medtronic. Analysis was not completed at the time of filing. H6 additional information) fdm 4118, fdr 3233, fdc 11 apply to both the returned ups and battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the uninterruptible power supply (ups) and battery were returned to the manufacturer for analysis. Analysis found that no failure was found with either component while under evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was plugged into a known working outlet and allowed time to charge. The system would not power on. The main cart uninterruptible power supply (ups) and battery were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. 10, 114, and 4307 are associated with the system checkout. 4114, 3221, and 11 are associated with the replaced components. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had an unexpected shut down. This issue was resolved when the site tried a different outlet. After rebooting the system a couple of times and now the system is behaving normally. Technical services believes this is an issue with a bad outlet. No patient was present at the time of the event. An update was provided from the manufacturer representative reporting that the intermittent powering down of the system had continued despite changing outlets. They did a few reboots but were not sure if the system went on battery backup before shutting down. They also tested the outlet mentioned in the original case and said the volt meter was consistent and at 120v.